Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Additional information : age at time of event, sex, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, e, f, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a possible over infusion event. The infusion of fat emulsion-olive-soy-lipid ran from 09:57 pm on (B)(4)2021 until 03:40 am (B)(6)2021. It was noted that the infusion rate was changed during infusion. Upon hitting start, "the pump setting automatically goes to 100ml/hr and volume to be infused 250ml hr". After logs were pulled, the technician performed a complete "insp/pm/cal", no faults were found both units passed without error. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported an unspecified over infusion event. The infusion ran from 09:57 pm on (B)(6) 2021 until 03:40 am (B)(6) 2021. It was noted that the infusion rate was changed during infusion. After logs were pulled technician performed a complete insp/pm/cal, no faults were found both units passed without error. There was patient involvement but the information on patient impact is not known.

Event description:
It was reported a possible over infusion event. The infusion of fat emulsion-olive-soy-lipid ran from 09:57 pm on (B)(6) 2021 until 03:40 am (B)(6) 2021. It was noted that the infusion rate was changed during infusion. Upon hitting start, "the pump setting automatically goes to 100ml/hr and volume to be infused 250ml hr". After logs were pulled, the technician performed a complete "insp/pm/cal", no faults were found both units passed without error. There was patient involvement but no harm.

Manufacturer narrative:
Omit : g02001 - antenna. Additional information : date of birth, imdrf annex a and g codes.